Event description:
It was reported the rep the deivce was used during a laparoscopic cholecystectomy. It was reported the endoscopic clip applier partially closed without the security of clip on vessel (fell off). 08/06/1998 a ussc clip applier was used to continue with the procedure. There was no consequence to the pt.